Event description:
The facility reports at the beginning of the bath, the caregivers started washing the resident's hair. All of the sudden, the water became red. One of the caregivers went for help. Upon return, the resident was lifted out of the water. At this point, they saw the cut on the resident's leg. The resident was brought to the hospital where they were given 14 point sutures to close the cut. They returned to the nursing home the same day.